Event description:
It was reported that an alert had been generate for cardiac resynchronization therapy pacing of less than 90 percent for approximately one day. Additionally, atrial pacing impedance has been variable with a change of greater than 30 percent. Measurements have varied between 600-1190 ohms. The most recent measurement was stable at 600 ohms. Additional information was received that an alert was generated for an out-of-range atrial pacing impedance measurement greater than 3000 ohms. Additionally, there was a signal artifact monitoring (sam) episode which showed minute ventilation (mv) vector switch due to possible electrical noise that was oversensed on the atrial channel. The clinical observations were documented. This system remains in service and no adverse patient effects were reported.